Manufacturer narrative:
(B)(4). The lot 14h025 was manufactured between august 11, 2014 ¿ august 12, 2014. One actual unit was received for evaluation. Visual inspection revealed evidence of a reddish-brown particle approximately 0.10 mm in size, embedded in the material of the tubing component. The particle was not in the fluid path. The reported condition was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor had pink particulate matter inside of the tubing. This was identified before patient use. There was no patient involvement. No additional information is available.